Event description:
Per rn, she attempted twice to place a peripheral IV on the patient. The patient had excellent venous access and the rn had placed IV lines on her in the past, without issue. There were two failed attempts with bd nexiva 24 gauge, 0.75", lot 7020964. On both attempts, the rn inserted the needle at the appropriate 45 degree angle, a flash of blood was seen, but it only entered the tubing partially, the rn attempted the lay the device flat and fully insert the catheter but was unable to advance the catheter. She attempted to pull back the needle and advance - this also failed and caused bruising on the patient. A second rn, using a different lot number, was able to place an IV on the patient at a different site. Per conversations with other staff nurses, this has been a repeated issue over the last week. (It was reported by staff that on (B)(4) other occasions this occurred with the same lot #)